Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe port. The customer stated problem was confirmed for having the delivery program option missing after completed the loading test. It was determined that user's lack of training is possibly the cause of the issue as mentioned in the notification of change information providing to user, all programmed delivery settings, pump configuration settings, time, date, and passcode maybe lost after 2 days without power from the aaa battery. Therefore, recommend to replace aaa battery as soon as possible after the pump gives low battery notifications. The cause of the reported problem was traced to user's lack of training. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that while in use of a smiths medical cadd ms3 pump the patient noted that after completing the load menu, the pump was missing the delivery program option. Subsequently, the pump was replaced. No patient consequences were reported. No adverse effects were reported.